Manufacturer narrative:
(B)(4) initial report. Device details, event information and patient outcome have been requested in order to progress with this investigation. Device manufacturing records will be reviewed. Please note: this report is filed with the FDA due to an event experienced with a device that is similar to those placed on the market in the USA. However, this event occurred outside of the USA.

Event description:
Unity total knee implants revised after 3 months due to infection.